Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they fell flat on their back last friday and they don't know if they damaged their ins or what. The patient said they haven't felt the stimulation lately. Redirect to doctor if issue persists. The patient had an appointment with healthcare provider on (B)(6). Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they haven't felt the stimulation lately. The patient stated it was hard to tell if they have had improvement so far. The patient mentioned they fell flat on their back last friday and they don't know if they damaged their ins or what. Reviewed therapy information and general programming guidance. Redirect to doctor if issue persists. The patient has an appointment with healthcare provider on (B)(6).